Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units touchscreen is unresponsive. There was no patient involvement.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). Getinge field service engineer (fse) confirmed touchscreen is not responsive. Replaced monitor kit video generator board (040-00-0456) and touchscreen assembly(0160-00-0123 ). A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use.

Event description:
N/a.